Manufacturer narrative:
Additional narrative: patient information is unknown. Date of event is unknown. Implant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent removal of a trochanteric fixation nail advance (tfna) on (B)(6) 2018 due to helical blade cut out. One 110mm helical blade, one 5.0mm locking screw, and one cannulated nail were explanted. The hardware was originally implanted on an unknown date in early (B)(6) 2018. Patient walked too soon and the helical blade penetrated through the femoral head. A removal and a hemiarthroplasty were performed. The revision surgery was completed successfully with no complications and no time delay. Patient status following the procedure was reported as stable. Concomitant devices reported: 5.0mm locking screw (part # unknown, lot # unknown, qty: 1); 12mm cannulated nail (part # 04.037.261s, lot # h325954, qty: 1). (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is a single use device but was not reprocessed or reused. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.